Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email of fluctuating low and high blood glucose levels. The customer's blood glucose level ranged from 40 to 259 mg/dl. The customer had problems with insertion and received a lost sensor alarm. The customer was assisted with insertion methods. The customer was to monitor the issue and call back if problem recur. The insulin pump was not replaced or returned for analysis.